Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.

Event description:
The hcp reported the pump was explanted for battery depletion after an implant duration of 65 months. No pt symptoms were reported. A f/u report will be sent when additional info is received.